Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that on (B)(6) 2018 during an implant the lead was not effective during the three-cavity defibrillator. It was noted that maximum voltage cannot be pacing myocardium. The lead was then replaced. Patient is recovering.